Manufacturer narrative:
(B)(4). One sample of a pediatric tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the flange exhibited two cracks. One crack was found in the left edge, and another one in the right edge, where the neck strap is tied. Since. In our current manufacturing process, damage of the magnitude shown on the received sample, would be immediately detected and the unit removed from the batch. The customer reported malfunction was confirmed. However the failure mode is not related to our manufacturing process.

Event description:
It was reported that the flange on a tracheostomy tube was cracked and that the ties came off. This occurred during use on a home care patient. The device was pre-tested prior to use. The patient has no known unusual anatomy anomalies and the device was in use for about 30 days. The patient was not on a ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The serial/lot number was not provided. Therefore the device manufacturing date is unavailable.